Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da prostatectomy for adenocarcinoma of the prostate on (B)(6) 2010. Intuitive surgical was provided with the operative report. Additional information provided includes consultations, pathology reports. There was not an indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery .there was a report of an intraoperative complication however. During the posterior dissection of the prostate, an area of adherence to the rectum was noted and in continuing with the dissection, a 1cm inadvertent entry into the rectum was noted. The entry was closed and the prostatectomy was completed. Colorectal surgery was consulted and a decision to perform a diverting ileostomy was made. The rectal injury was repaired and evaluated by colorectal surgery as well. The patient recovered with only a temporary lapse in bowel function. He was discharged from the hospital in good condition (B)(6) 2010. The patient has instructions to schedule take down of the ileostomy in 3 months. No further information is available

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci s surgical procedure. The patient had an inadvertent rectal injury during radical prostatectomy which is a recognized complication of the operation. It was recognized and repaired immediately and a diverting ileostomy created. The patient did well and plans to return for ileostomy reversal.